Event description:
Impedances were greater than 2000 ohms on all the unipolar pairs. The hcp planned to monitor the patient for changes in therapeutic efficacy. Please see MFR. Report #3004209178-2009-06611. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).